Manufacturer narrative:
Nothing in the DHR indicates any issue that may have contributed to the migration of the I-factor particles, migration is a known potential risk of any bone graft material, including autograft. The current IFU package insert lists migration of the graft material as a potential adverse event, and there is also a statement of risk about the potential need for revision surgery.

Event description:
Patient underwent tlif surgery on (B)(6) 2015. It was a two-level fusion at l2/l3 and l3/l4. The patient suffered a myocardial infarction (mi) soon after the surgery and was transferred to another hospital for care. Approximately 10 days post-fusion surgery the patient reported pain, which was determined to be at the right l3 root. Nerve root infiltration provided temporary pain relief for 3-4 weeks. Due to earlier mi, the anesthetic risk were considered too high for an immediate revision surgery to address the pain. The patient was only recently declared fit enough to undergo revision surgery - hence the large gap in time between the initial surgery and the revision. Exploratory revision surgery was conducted on (B)(6) 2015 during which the surgeon discovered a small volume of I-factor granules adjacent to the medial side of the dorsal root ganglion at l3. The surgeon though that the material may have migrated from the postiolateral gutters and suggested a bleed may have "washed" the granules from the original implantation site. The surgeon removed the migrated granules from the nerve root and surrounding area. Immediately post-revision surgery, the patient recoverd well and was no longer experiencing pain. The surgeon did not have consent to take photographs during the revision surgery, and he reported previous imaging scans did not show clear evidence of migrated material. 1-14-16: in a conversation between the surgeon and a cerapedics employee, surgeon reported the patient continues to do well.